Event description:
The customer initially reports the surgeon was in the middle of the case when he says the unit began to flicker. He then said he noticed it got hot on his head and he felt a burning sensation. On (B)(4) 2012, integra representative reports via email that the surgeon said the headlight got very hot on his head and smelled of burned plastic. He immediately turned the led to the off positon and took it off his head. The surgeon did not get burned but did sense the intensity of the heat to the point where he had concern.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.